Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on the arm for between 4 and 24 hours. A new pod was applied and the patient visited the hospital after just incase. The patient was placed under observation overnight and was released the next day. The pod was discarded by the patient.